Event description:
It was reported that the physician had difficulty placing a lead into the patient's coronary sinus (cs). Two months after implant the physician was concerned about the positioning of the lead so the patient's cs lead was removed and a new lead was implanted in a different location. The patient also reported pain from the tunneling that was required to implant the new lead due to the patient's physiology. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).